Manufacturer narrative:
The device was not returned to olympus for inspection therefore, the investigation was performed based on the provided information by the customer and field service and the following reportable malfunctions were identified during the device evaluation: the pump head is faulty and worn and needs to be replaced. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited pump head is faulty and worn and needs to be replaced. There was no patient involvement.